Event description:
During a follow-up, the impedance on the right atrial (ra) channel was low. An x-ray was performed with no anomalies noted. No intervention was performed. One week later the patient came into the hospital and the pacing impedances on the ra, right ventricular (rv), and left ventricular (lv) leads were low. The lead values for the ra, rv, and lv were measured with a pacing system analyzer (psa) and the values were stable and in range. The device was explanted and replaced and the ra, rv, and lv leads remained implanted to resolve the event. The patient was stable.

Manufacturer narrative:
The impedance anomaly observed in the field was confirmed. The device was received for evaluation and was tested in the laboratory; low pacing lead impedance was detected. The analysis indicated the pacing lead impedance (pli) trim value was changed and resulted in low pacing lead impedance measurement. The cause of the change was undetermined.